Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if any malfunction code recurred, which the caller acknowledged and understood.